Manufacturer narrative:
Bayer case number: (B)(4). Migrated coil from the device [device migration]. Experienced severe and abnormal menstrual [menstrual cycle abnormal]. Prolonged and cycles, heavy bleeding that required her to change pads hourly [prolonged heavy periods]. Chronic lower abdominal pain [lower abdominal pain]. Pelvic pain female [pelvic pain female]. Feeling depressed [depressed mood]. Feeling hopeless [hopelessness]. Lifeless [feeling lifeless]. Emotional harm / emotional distress [emotional distress]. Loss of enjoyment of life [anhedonia]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated coil from the device") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of obesity, abdominoplasty, breast reduction, c-section, hypertension, uterine hematoma, obesity, breast reduction, c-section, parity 2 and gravida ii. No known drug allergy. The patient had a family history of breast cancer. Concurrent conditions were listed as uterine fibroid, uterine cervix stenosis, vaginal bleeding, ovarian cyst, anemia, lightheadedness, dizziness, dysmenorrhea, menorrhagia, bowel motility disorder, constipation, back pain and abdominal pain. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required), menstrual disorder ("experienced severe and abnormal menstrual"), heavy menstrual bleeding ("prolonged and cycles, heavy bleeding that required her to change pads hourly"), abdominal pain lower ("chronic lower abdominal pain"), pelvic pain ("pelvic pain female"), depressed mood ("feeling depressed"), feeling of despair ("feeling hopeless"), feeling abnormal ("lifeless"), emotional distress ("emotional harm / emotional distress") and anhedonia ("loss of enjoyment of life"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, anhedonia, depressed mood, device dislocation, emotional distress, feeling abnormal, feeling of despair, heavy menstrual bleeding, menstrual disorder and pelvic pain to be related to essure administration. The reporter commented: patient had the essure device implanted on (B)(6) 2012 after who assured her that consulting with her obgyn, the device was minimal downtime and permanent, non-reversible birth control solution with no significant risks. Unfortunately, the has proven to be the most implantation of the essure device painful and life-altering experience of her life. Following the implantation, patient experienced severe and abnormal menstrual including prolonged and cycles, heavy bleeding that required her to change pads hourly and change of clothing at all times. Carry she also suffered from chronic lower abdominal and which was excruciating and often pelvic pain, required emergency medical treatment. These persisted until on (B)(6) complications 2024, when she underwent coil from the device. The impact of the essure device on her life has been enjoy her hobbies, care for devastating. She was unable to her family or attend significant life events. The pain, embarrassment, and inability to participate in these important moments left her feeling depressed, hopeless, and lifeless. The decision to have the essure device implanted has caused significant physical, emotional, and financial harm. She has incurred medical expenses, lost income, and endured immense pain and suffering as direct result of the devices failure and the complications it caused. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40 kg/sqm. [Blood pressure measurement] (date unknown): 100/60. [Pathology test] on (B)(6) 2024: final diagnoses: a. Endometrial curettings, hysteroscopy, dilation curettage: fragments of late secretory to menstrual phase endometrium with focal metaplastic change and stromal shedding, admixed blood. No overt endometrial hyperplasia, cytologic atypia or malignancy seen. B. Endometrial lesions, hysteroscopy, dilation curettage: fragments of late secretory to menstrual phase endometrium with focal metaplastic change and stromal shedding, admixed blood . Rare fragments of benign ectocervical squamous epithelium. No overt endometrial hyperplasia, cytologic atypia or malignancy seen. C. "Essure" coil, removal: foreign body, submitted for gross evaluation. Gross description: essure: stretched coiling hardware consists of an essure, measuring overall 12 x 0.1 cm [physical breast examination] on (B)(6) 2015: not reported. [Physical examination] (date unknown): upon interview, she appeared suffering from pain intermittently and bending over imaging studies: enlarged uterus with endometrial cavity fluid collection and hematoma. The ovary has a small simple cyst. [Pregnancy test urine] on (B)(6) 2015: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: medical record received. Surgical pathology report added, additional reporter added. Medical history & family history added. Lab data updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Migrated coil from the device [device migration] experienced severe and abnormal menstrual [menstrual cycle abnormal] prolonged and cycles, heavy bleeding that required her to change pads hourly [prolonged heavy periods] chronic lower abdominal pain [lower abdominal pain] pelvic pain female [pelvic pain female] feeling depressed [depressed mood] feeling hopeless [hopelessness] lifeless [feeling lifeless] emotional harm / emotional distress [emotional distress] loss of enjoyment of life [anhedonia]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated coil from the device") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2012, the patient had essure inserted. Essure was removed in (B)(6) 2024. On unknown date she experienced device dislocation (seriousness criterion intervention required), menstrual disorder ("experienced severe and abnormal menstrual"), heavy menstrual bleeding ("prolonged and cycles, heavy bleeding that required her to change pads hourly"), abdominal pain lower ("chronic lower abdominal pain"), pelvic pain ("pelvic pain female"), depressed mood ("feeling depressed"), feeling of despair ("feeling hopeless"), feeling abnormal ("lifeless"), emotional distress ("emotional harm / emotional distress") and anhedonia ("loss of enjoyment of life"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, anhedonia, depressed mood, device dislocation, emotional distress, feeling abnormal, feeling of despair, heavy menstrual bleeding, menstrual disorder and pelvic pain to be related to essure administration. The reporter commented: patient had the essure device implanted in (B)(6) 2012 after who assured her that consulting with her obgyn, the device was minimal downtime and permanent, non-reversible birth control solution with no significant risks. Unfortunately, the has proven to be the most implantation of the essure device painful and life-altering experience of her life. Following the implantation, patient experienced severe and abnormal menstrual including prolonged and cycles, heavy bleeding that required her to change pads hourly and change of clothing at all times. Carry she also suffered from chronic lower abdominal and which was excruciating and often pelvic pain, required emergency medical treatment. These persisted until (B)(6) complications 2024, when she underwent coil from the device. The impact of the essure device on her life has been enjoy her hobbies, care for devastating. She was unable to her family or attend significant life events. The pain, embarrassment, and inability to participate in these important moments left her feeling depressed, hopeless, and lifeless. The decision to have the essure device implanted has caused significant physical, emotional, and financial harm. She has incurred medical expenses, lost income, and endured immense pain and suffering as direct result of the devices failure and the complications it caused. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.